Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly without the cap, an ars, 1-l catheter and lidstock for evaluation. Visual examination revealed no signs of use on any of the returned devices. However, there were two kinks observed on the proximal end of the returned guide wire. The kinks look to have been created when loading the guide wire into the protective hoop. No other defects or anomalies were observed on any of the returned components. The kinks in the guide wire measured 430mm and 445mm from the distal tip. The overall length of the guide wire measured which is within specifications. The od of the guide wire measured .795mm which is within specifications. The returned guide wire was able to pass through the returned catheter and ars with minimal resistance. A manual tug test confirmed both welds were intact. A DHR review was completed with no relevant findings. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The guide wire contained one kink near the proximal end of the body with no signs of use on any of the returned components. The damage likely occurred when the guide wire was loaded inside the protective hoop. A device history record review was performed on the kit and guide wire with no relevant findings identified. Based on the sample received, manufacturing/assembly caused or contributed to this issue. A non-conformance request has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked when the package was opened and prior to patient use.

Manufacturer narrative:
Qn#(B)(4). Update to the sample investigation received: a non-conformance request was initiated to further investigate this issue. However, after investigation by the manufacturing facility, it was determined that the guide wire could not have been damaged during the assembly process. Based on the report that the guide wire had not been used, and the manufacturing justification that the defect did not occur during assembly, the root cause of the kinked guide wire is undetermined. The conclusion code has been updated. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked when the package was opened and prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked when the package was opened and prior to patient use.